Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had a constant tone. Customer also reported that buttons were not responding. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
All buttons function properly however, moisture damage was found on the keypad traces. The j2 on lcd board was inspected and no anomaly was noted. The pump was monitored for 24 hours with multiple basal rates; the insulin pump functioned properly. No constant tone, frozen screen, humming sound or unexpected audio beep anomaly noted during our testing. The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test. No unexpected restart or solid circle display anomaly noted. All operating current measurement was normal. The insulin pump was received with minor scratched display window, cracked display window corner, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads.